Event description:
New information received indicates that the patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead. Programming changes were performed to resolve the issue; the patient will continue to be monitored. The patient was asymptomatic and no effects before, during, or after.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. No changes or interventions were reported. The patient condition was not known.